Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely on an unknown date. Review of transmission revealed noise oversensing and inappropriate automatic mode switch on the atrial lead. On (B)(6) 2021, the atrial lead was explanted and replaced. The patient condition was stable.